Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received unexpected restart alarm and external ram error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that a temporary basal was not programmed before the alarms occurred. The customer stated that the bolus amount was recorded in the bolus history. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, the insulin pump alarmed unexpected restart and time/date loss after battery due to faulty connector on interface board. No external ram crc error alarms noted. No air bubbles present in reservoir during testing using water fill test reservoir. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, broken belt clip slot and minor scratches on lcd window.